Event description:
The customer reported via phone call that she woke up and her pump was off. Customer's blood glucose was 253 mg/dl at the time of the incident. Customer stated that her battery went dead the other night and the screen would not light up. Customer changed the battery again and it later started working. Customer was using a (B)(6) battery. Customer stated that the cap has been loose fitting and she hears the spring inside the battery compartment when she screws in the battery cap. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.